Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A healthcare provider (hcp) reported that they were getting poor communication with the patient programmer. The patient needed an MRI because they were comatose. The hcp was unable to communicate with patient programmer to check if the implantable neurostimulator (ins) was off. They tried new batteries, repositioning antenna and it was reviewed that ins may be at end of life (eol). The hcp would try new batteries and moving the antenna. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.